Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the output of the external pulse generator (epg) was measuring below its setting. Technical services informed the caller that the epg was obsolete and no longer repaired. The caller was to remove the epg from service. There was no patient involvement.